Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and the technician verified the reported issue. The cause of the reported issue was determined to be due to faulty reed switch, sw5. The customer received a replacement device. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power when the battery was inserted and would no longer power on when lid opened. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.